Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For all 3 data sets, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. Per rep (ps), she spoke w/rep who told her that the discrepant result she reported yesterday was due to technique error. The user did the fs on the pt using a capillary tube and ran to the other side of the bldg. To test on their inratio meter. This may be a technique issue. This case qualifies as an adverse event. Pt showed signs of bruising (bleeding) and was sent to the ER and vitamin k was given. Adverse event follow up: "pt is now stable per rep."

Event description:
Caller alleges inaccuracy with inratio. Results as follows: this case qualifies as an adverse event. Pt showed signs of bruising (bleeding) and was sent to the ER and vitamin k was given.